Event description:
It was reported that the cables were sticking out and fiberglass was coming off the maryland bipolar forceps instrument. Nothing was observed falling into the pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the bipolar insert was missing from the instrument back end. As a result, the bipolar pins were no longer retained and the conductor wires stick out of the chassis. Engineering also observed that one side of the distal end of the main tube has various deep scratches with material removed. Based on the location and appearance, engineering determined that the scratches were most likely caused by instrument collisions. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.